Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump might not be delivery insulin because her blood glucose level had been over 200 mg/dl. The alarm history had a low battery alert; the customer stated she changed the battery and there was a weak battery alarm after that. No no delivery alarms found in the history. Blood glucose at the time of the call was 245 mg/dl and 208 mg/dl. The customer was unable to troubleshoot. The device will not be returned for analysis.